Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. A 10/3.25 flextome cutting balloon was selected for use. During the procedure, the balloon was subsequently inflated at 6atm, 8atm and 10atm. However, during the fourth inflation, it was noted that the balloon ruptured at 10atm. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported.